Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported leak in the hub. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint handling database found no similar incidents from this lot. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. Interim actions have been implemented and this issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the non-tortuous, mildly calcified, popliteal-tibial artery the armada 18 balloon was being inflated to nominal pressure when a leak at the shaft hub area was noted. The device was removed and a different device used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.